Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed all incoming tests. Analysis found the upper case, three control knobs, lower case, and two side bail covers are broken. The battery contacts found contaminated. (B)(4).

Event description:
It was reported by staff the device stopped working while on a patient sometime in the previous year but could not provide any details. The device was located under some other equipment by the biomed and could not duplicate any problems. Staff said they did not want the device back unless a problem was identified. The device was returned for evaluation and calibration. No patient complications were reported as a result of this event.